Manufacturer narrative:
The reported event of noise was confirmed, while the reported event of lead fracture was not confirmed. As received, a complete lead was returned in two pieces for analysis. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead found internal insulation abrasion breaching the ring electrode cable lumen and inner coil lumen at the distal region of the lead. The ethylenetetrafluoroethylene (etfe) cable coating of one ring electrode cable and polytetrafluoroethylene (ptfe) liner of the inner coil were abraded in this location. The cause of the reported event of noise was isolated to the internal insulation abrasion abrading the ptfe liner of the inner coil and the etfe cable coating of the ring electrode cable.

Event description:
It was reported that episodes of noise were observed on the right ventricular (rv) lead. Rv lead fracture was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.